Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the ec 41786 occurred during testing.

Manufacturer narrative:
D9: 28-jul-2025. H3: one pump was received for evaluation in used condition. Visual inspection found the upstream occlusion (uso) sensor was defective. Functional testing was performed, and the reported issue was confirmed. The cause of the error code was found to be a defective coin battery. The printed wire assembly was replaced to address this issue. The uso sensor was also replaced. Service history identified the complaint was not related to a previous service of the device within the review period.